Manufacturer narrative:
The agent reported revision surgery; patellar resurface with poly swap. Female 69. Complaint has been evaluated and is similar to report number 1644408-2025-00708; 343-13-704, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - patellar resurface with poly swap.